Manufacturer narrative:
This report is being submitted as follow up no. 1 and to provide the completed investigation results. One 6fr glidesheath slender sheath was returned for product evaluation. No other accessories were returned. Visual inspection revealed kinks at the base of the sheath hub and in the middle portion of the sheath. Functional testing was performed; the sheath was subjected to leak testing. The distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was closed, and the air pressure was increased to 4.3 psi (equivalent to 222 mmhg). The setup was submerged under water for approximately 30 seconds. No air bubbles were observed forming around the assembly. A dilator for investigational purposes was then inserted into the sheath. This assembly was submerged in water, and no bubbles were detected after 30 seconds. The dilator was removed, and the assembly was submerged. No bubbles were observed. Post leak testing, the crosscut valve was dissected from the sheath to observe for any damage which may have cause the leakage. Discoloration on the valve was evident, indicating an off-center indentation in the valve. Inspection of the inner lumen of the hub revealed no anomalies. The kinks in the sheath did not contribute to the leakage. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the glidesheath slender valve leaked. During a y90 via left radial approach, the procedure was performed without incident. However, when the 5fr jacky catheter was removed, the valve began to leak badly. The sheath was exchanged for the same sheath (80-1060) and the patient was sent to nuclear medicine with the sheath in. Approximately 1/2 hour later the patient was brought back and the second part of the y90 procedure was performed without incident. The patient was reported to be in excellent. Condition. The procedure outcome was excellent.